Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at the blue shaft at distal section while in the neutral position at 7.2 cm from the tip. The magnetic sensor was found detached from the distal tip causing that the device deployment failure. The deployment slider was actuated, however resistance was found. The splines, sensor and distal tip were inspected under the uv light finding that: the sensor has the appropriate quantity of adhesive, there is no adhesive between the splines outside the tip, but there was adhesive in the edge of the splines. There is partially adhesive inside of the tip. The slider was tested after the blue shaft was cut before the kink section, and resistance was found. That means that the resistance was not caused due to the kink. The handle was opened and the slider was actuated and resistance was found. The components were visually examined, no issues were found. The slider break was measured and it was found within specifications . The slide break was unscrewed and the slider was undeploying fine however resistance was found when the slider was deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulties may be manufacturing related. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that the array failed to deploy. During atrial fibrillation procedure in the left atrium was attempted with an intellamap orion catheter. Upon attempt to deploy the array of the catheter the deployment core wire broke and was unable to open the basket array. The catheter was removed and replaced with another intellamap orion catheter. No patient complications were reported and the patient's current condition is fine. However; returned device analysis revealed the center support deployment wire was separated and exposed from the distal sensor array.